Event description:
The hcp reported that patient began experiencing increased spasticity over a one week time period and an increase in leg pain. The pump was interrogated, and it was noted the patient was due for a refill in four days. The drug used in the pump was lioresal (dose and concentration unk). The pump dose was increased and a refill was attempted. During the refill, the hcp noted the pump was "floating in fluid". Five cc's of the fluid were pulled out and it was unclear if the reservoir port had been accessed. The patient was immediately sent to another facility to perform surgery. The patient had a "copious amount of clear fluid" draining from the incision site during the procedure. The catheter was found severed from the pump. The catheter was re-attached and the patient was discharged to a local rehabilitation unit for one week of therapy and pump adjustments. The patient was discharged in 2007.

Manufacturer narrative:
.